Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Second lead information: brand name: evoke cap12 percutaneous lead kit - 90cm, model: 102879, catalog: 3009, lot/batch number: 9014926319, UDI: (B)(4), the anchor is a component of the reported lead kit.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. The patient had reported adequate pain relief previously. An x-ray and impedance check were performed with no device issues identified. The patient reported previous falls; the evoke scs didn¿t cause or contribute to the patient¿s falls. The physician assessed that the patient¿s falls may have damaged the evoke closed loop stimulator (cls) and contributed to the changes in stimulation. A revision procedure (reported under manufacturer report number - 3021836309-2025-00161) was performed to remove the evoke cls and connect the leads to an evoke external closed loop stimulator (ecls). The stimulation change was not resolved following the revision procedure. Further troubleshooting performed, with patient leads connected to the evoke external closed loop stimulator (ecls), identified lead migration contributing to the reported event. An explant procedure was performed to resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda for analysis. The root cause of the lead migration cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result". Second lead information: manufacture date: 01/12/2023, expiration date: 01/11/2025.